Event description:
It was reported that, "plastic handle on 2101-0200 shattered."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00039.